Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events, but was due to "genetic thrombophilia." Updated data: patient weight added. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: kellermair j et al. First report of an acute, obstructive thrombosis of a melody valve used for transcatheter pulmonary re placement. Can j cardiol. 2018 dec;34(12):1688.e13-1688.e15. Doi: 10.1016/j.cjca.2018.08.025. Epub 2018 aug 20. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient who had previously undergone the ross procedure for congenital aortic stenosis presented with symptomatic, severe right ventricle-to-pulmonary artery conduit stenosis and regurgitation and underwent implant of a 22 mm medtronic melody bioprosthetic valve (serial number not provided). Following the procedure, it was noted that the peak-to-peak gradient was 15 mm hg without any signs of regurgitation. One day post implant, the patient developed acute dyspnea and dizziness. Echocardiography showed a new right ventricular outflow tract (rvot) obstruction with peak and mean systolic pressure gradients of 88/55 mm hg, respectively, in addition to thickened and immobile valve leaflets. Computed tomography pulmonary angiography revealed a pulmonary embolism and a round-shaped contrast defect localized at the level of the valve. Acute valve thrombosis was diagnosed, and intravenous anticoagulant medication was initiated. Seven days later, rvot transvalvular gradients were still elevated. Subsequently, the valve was surgically removed and replaced with a pulmonary homograft (manufacturer not provided). Post-surgery, it was reported that the macroscopic and microscopic workup of the explanted valve uncovered ¿massive thrombotic material¿ on the surface of all 3 valve cusps and genetic testing of the patient was positive for a type of inherited condition that predisposes to venous thromboembolism. No additional adverse patient effects or product performance issues were reported.